Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the secondary port of the dual lumen 1.9 fr PICC was ringing "occluded" on the medfusion pumps. The customer attempted to flush the port but was unable to do so. They straightened the patient's arm and held tension on the hub and felt it leaking. There was leaking noted on the hub of the PICC. The PICC was removed after the event. There was no patient injury.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical, and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. One unused catheter was received inside of a plastic bag. Testing was done on the sample by injecting red ink into the line. The initial test showed that the ink did not pass through the secondary extension. Then the reported occlusion was confirmed. Based on a corrective/preventative action (CAPA) to identify the root cause for this event a cause and effect diagram was used during this investigation. This tool was selected to organize the potential causes gendered as part of the investigation. Analysis included personnel causes, equipment/instrument causes, material causes, environmental causes, and measurement causes. The potential root cause for the event was determined as the interaction between the extruded tube inner diameter (ID) and the molding pin outer diameter (od). The effect of tube variability and the pin ID interaction on the manufacturing line, could potentially cause partially detached residual material that can occludes the tube. This complaint has been confirmed as manufacturing related issue. As part of continuous improvements, a formal investigation has been opened to implement the appropriate corrective actions to prevent the recurrence of the reported issue. This complaint will be used for qa tracking and trending purposes. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process and visual acceptance sampling are performed in the plant are in place to prevent non-conforming product from leaving the manufacturing operations.

Manufacturer narrative:
Change made to lot number field from unknown to 1903000068 based on photographic evidence provided by the customer.